Manufacturer narrative:
Product complaint #(B)(4). Corrected information: d9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. Scrub nurse already tightened the luer lock of the hemostatic agent dual applicator device, however when passed to surgeon for usage, the syringe fell off at lap applicator luer lock. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. H6. Component code: g07002 - device not returned h 6. Medical device problem code: a27 ¿ connection issue attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: -was surgery delayed due to the reported event? --> unknown, -was procedure successfully completed? --> unknown, -were fragments generated? --> unknown, -if yes, were they removed easily without additional intervention? --> unknown, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, -is the patient part of a clinical study --> unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ can you please elaborate on the quality issue experienced with the product? ¿ please clarify, what did you mean by "veraseal fell off at lap applicator luer lock" ¿ please clarify what is the product code and lot number of the laparoscopic applicator involved (vral35 or vral45)? ¿ is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? ¿ how many times have they applied the laparoscopic tip? ¿ was a sales representative present during the case when the issue was experienced? ¿ was any leakage or product solution observed at the luer locks connection? ¿ are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. H3 investigation summary: according to the information received the vraas1 device had connection issue (device). The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with the airless spray tip broken and attached to the syringe holder. In addition, the pre-filled syringes were returned empty. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. Upon evaluation of the device, it was functionally tested and clogged was observed in the adapter and the laparoscopic dual applicator rigid. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information: institute grifols, s.a. (Ig) upon receipt of the reported incident, additional information was requested to support the investigation, including clarification of the quality issue reported, details regarding the user experience with the device, the product code and lot number of the laparoscopic applicator involved, any observed leakage on the connection, the availability of images or the affected device, and information regarding the product return. To date, no additional information has been received, and the device was returned to ethicon. According to our standard procedures, an investigation was initiated focused on the following: 1) evaluation of the returned sample at ethicon facilities: the investigation reports regarding the returned unit have been received from ethicon. Their analysis revealed the following: the visual analysis of the returned device revealed that the device was returned with the airless spray tip broken and attached to the syringe holder. In addition, the pre-filled syringes were returned empty. The testing of the functionality of the device confirmed that the luers move correctly and can be both tightened and loosened without issues observed. Additionally, a clogged was observed in the adapter and the laparoscopic dual applicator rigid. As part of ethicon's quality process, all devices are manufactured, inspected, and released according to approved specifications. According to ethicon's investigation, no conclusion could be reached as to what may have caused the reported incident. Ongoing monitoring of complaint data will be conducted to identify any potential safety signals, as part of post-market surveillance through complaint trending. 2) investigation of the dual applicator tip: considering the nature of the reported incident, ethicon, as supplier of the veraseal dual applicator was requested to investigate the batch of the tip involved. The investigation focused on reviewing the results of batch records for the batch of tips used. It was concluded that all the components parts utilized for the involved batch met the established specifications with no incidents related. 3) results of quality control performed at ig facilities: lnstituto grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, a04j186601, was performed. The results were found correct within specifications and no deviations were detected. Although no definitive root cause could be determined for this notification, based on the investigation performed and the evaluation of the returned device, ig does not consider the reported incident to be related to the quality of the product or the components used. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.